Event description:
It was reported that the pt's guardians noticed an obvious decline in the child's auditory performance since 2 weeks ago. The pt has also complained about the lack of volume in the sound. Problems with the external devices have been excluded and history of head trauma has been denied by the guardians. Latest testing result revealed abnormal status of implant: the impedance of reference electrode is not feasible, due to channels 1, 2, 3, 5, 6, 7 and 12 being in status of hi, channel 4, 8 and 9 are ok, impedance of channel 9 and 10 are not feasible.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.